Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the right ventricular lead exhibited loss of slack and was replaced on (B)(6) 2018. The loss of slack was discovered via a chest x-ray prior to procedure. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found.